Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
According to the patient, on (B)(6) 2025 at around 2:00am, the patient was watching television in his room. The patient couldn¿t concentrate while watching a show and he couldn¿t think clearly. The patient checked his cgm which was reading at 200 mg/dl, the patient confirmed his bg reading which was at 50 mg/dl. The patient treated the low bg by drinking a bottle of juice and having some snacks (cheese crackers with peanut butter). At around 6:00am, the patient passed out. His neighbors found him on the floor in his garage. The neighbors then called 911, once the paramedics arrived, they checked his bg and found it was at 37 mg/dl while the cgm reading was 270 mg/dl. The paramedics treated the patient with intravenous dextrose and stayed at his house for about an hour until he regained consciousness, and his glucose level was stable and normal. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient felt symptoms. The reported glucose values fall within the e zone of the parkes error grid when the patient loss consciousness. There were no reported glucose values reported to search within the parkes error grid calculator after the patient was treated. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025 at around 2:00am, the patient was watching television in his room. The patient couldn¿t concentrate while watching a show and he couldn¿t think clearly. The patient checked his cgm which was reading at 200 mg/dl, the patient confirmed his bg reading which was at 50 mg/dl. The patient treated the low bg by drinking a bottle of juice and having some snacks (cheese crackers with peanut butter). At around 6:00am, the patient passed out. His neighbors found him on the floor in his garage. The neighbors then called 911, once the paramedics arrived, they checked his bg and found it was at 37 mg/dl while the cgm reading was 270 mg/dl. The paramedics treated the patient with intravenous dextrose and stayed at his house for about an hour until he regained consciousness, and his glucose level was stable and normal. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient felt symptoms. The reported glucose values fall within the e zone of the parkes error grid when the patient loss consciousness. There were no reported glucose values reported to search within the parkes error grid calculator after the patient was treated. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem: additional.